Event description:
The patient had a bravo ph probe placed in her esophagus. The receiver appeared to operating normally and the patient entered data regarding her symptoms in the receiver. When the receiver was returned there was no data available for download. The receiver was sent back to the manufacturer. They were unable to extract the data. The patient was managed medically and will not have repeat study at this time. Manufacturer response: we have had discussions with the manufacturer about the different failures we have had with the probes and they are conducting a root cause analysis (rca). Initially there was reportedly a device manufacturing software issue. Changes were made and the staff re-educated. We have had 7 instances of shortened studies, 2 failure to deploys, and 2 error messages. We are awaiting additional information from the manufacturer who had indicated that they suspect the issue is with the probes, not the receivers. Most of the studies, while shorter in length than programmed into the receiver, were adequate enough so that the procedure did not need to be repeated.